Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A customer from (B)(6) stated she should have 4 readings in the contour plus, but scrolling through the meter memory did not show any. No adverse event was alleged. The customer was advised to return the meter for evaluation a new meter was sent to her.